Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. It was stated the serial number label of the whole machine had been lost. We decided to report the issue in abundance of caution as label or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since there was missing label, and it could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on xten surgical lights, there were no events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing label is very low. As stated by the subject matter expert at manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 17th july, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the serial number label of the whole machine has been lost. We decided to report the issue in abundance of caution as label or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.